Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure due to the ipg being tilted on skin which made charging difficult. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.